Manufacturer narrative:
Per the clinic, the patient underwent a surgery tore position the magnet on (B)(6) 2015. The implanted device remains. This report is filed june 23rd, 2015.

Event description:
Per the clinic, x-ray imaging (specific date not reported) revealed the internal magnet had dislodged. Revision surgery is planned but has not taken place as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.